Event description:
The pt was involved in a motor vehicle accident and suffered a subtrochanteric femur fracture. On august 27, 1996 a 95 degree blade plate was implanted. On february 21, 1997, the plate breakage was noted and there was a non-union of the femur fracture.